Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the units and the customer complaint could not be reproduced. Although the fault logs showed several instances of codes 67 and 107, the pump operated with a test balloon and system trainer for more than 72 hours with no alarms or faults of any kind. During testing, the safety disk and tidal volume disk reached the point of expiration, so they were both replaced per normal maintenance procedures. These parts were not related to the complaint. This unit is maintained by getinge service, and the last maintenance date is: 3/14/2020. The iabp unit passed all functional and safety tests per factory specifications and was returned to the customer and cleared for clinical use.

Event description:
It was reported that while the cardiosave intra-aortic balloon pump (iabp) was supporting a patient , it started alarming and displayed instructions to shut down the pump and restart. The nurse reported that after they had restarted the unit twice, they just switched out the console with another cardiosave unit. It was reported that there was no harm to the patient associated with this event. At the time of the call, the getinge representative had the customer restart the cardiosave while it was plugged into an ac outlet. The cardiosave passed its initial system test and both batteries showed almost completely charged. She had stated that at the time of the alarms they had unplugged the console to move the patient but the pump would not last 30 seconds without saying to shut down. I had her print the last ten trigger and alarm logs, but all of the alarms showed from the previous day with no information on what had occurred. The date and time were verified correct on the pump. The nurse thens tagged and retained the cardiosave in question in the cvicu. No adverse event was reported.

Event description:
It was reported that while the cardiosave intra-aortic balloon pump (iabp) was supporting a patient, it started alarming and displayed instructions to shut down the pump and restart. The nurse reported that after they had restarted the unit twice, they just switched out the console with another cardiosave unit. It was reported that there was no harm to the patient associated with this event. At the time of the call, the getinge representative had the customer restart the cardiosave while it was plugged into an ac outlet. The cardiosave passed its initial system test and both batteries showed almost completely charged. She had stated that at the time of the alarms they had unplugged the console to move the patient but the pump would not last 30 seconds without saying to shut down. I had her print the last ten trigger and alarm logs, but all of the alarms showed from the previous day with no information on what had occurred. The date and time were verified correct on the pump. The nurse thens tagged and retained the cardiosave in question in the cvicu. No adverse event was reported.